Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to open or close and not detected on bus. And had bad bearings. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to open or close and not detected on bus. And had bad bearings. As per part investigation, it was determined that the bad bearing attributed to migrating bearing retainer. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Part analysis: the report of the failing drawer, bad bearings and not detected on bus was confirmed by fse. According to work order (wo) 02109631: the field service engineer drawer 2 1 not ready cubies due to bad rails. No room in station to moved drugs from failed drawer 2 1. Temporary solution found station that had half height drawer not being used, swapped that drawer with the bad drawer in 6south unit. Fse replaced drawer with new drawer and had to remove and straighten out middle divider. It was causing the bottom drawer to not pull out. Hta test performed successfully. Laboratory inspection does not find obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. During laboratory testing resistance was observed to open from the top drawer. The top right bearing retainer was observed migrating past the drawer bumper stop. Hta application detects when the drawers were open or closed and the drawers position. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failing drawer and bad bearings was identified and attributed to migrating bearing retainers. The root cause of the reported drawer not detected on bus was not identified. The drawer operated as intended using hta software.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had bad bearings, kept failing and not detected on bus. A field service engineer (fse) found that drawer 2.1 was not ready due to bad rails, and no replacement drawers were available locally. As a temporary solution, a half-height drawer from another unused station was swapped with the faulty drawer. A new drawer was ordered. Access to hts was not possible due to credential issues, but the drawer was inventoried with no problems. The replacement drawer was installed, and a hardware test application test was performed. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to open or close and not detected on bus. And had bad bearings. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.